Event description:
It was reported that the patient experienced hypoglycemia requiring the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There is no reported pump malfunction associated with this complaint. The patient's mother stated that excess insulin was administered when correcting elevated blood glucose levels. The patient has continued to use the pump with no reported subsequent events.

Manufacturer narrative:
Follow-up # 1 date of submission 11/28/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The data for the time of the reported incident is not available for review due to continued pump use. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.